Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head was not working and the vision was not good. The event had occurred during inspection for use. There were no reports of patient involvement.